Event description:
It was initially reported by the pt that after the pt was turned up to 0.50ma, she began to experiencing voice alteration and feelings that her "heart was racing," but have since resolved. The pt reports that she is still having grand mal seizures, but her postictal period is improved from 4 days of headaches to only 1.5 days. The pt has since lost her insurance and has been unable to visit with a neurologist on her vns management. Her previous neurologist was unaware of the reported issues so they were unable to comment. The pt also has a history of refusing to take her paxil, so it is not clear if this may be a contributory factor. Good faith attempts to obtain additional information have been unsuccessful to date.